Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing. The solusets were being used to deliver unspecified volumes of lactated ringer's solution. It was reported that after unspecified lengths of time in use, the anesthesia staff noted air bubbles in the solusets and in the tubings below the solusets. It was reported that the clinicians either replaced the solusets or withdrew the air from the tubings with syringes distal to the solusets. No air was delivered to the pts. There were no reported adverse pt effects and no reported delays in therapies critical for these pts. No medical interventions were reported. Though requested, no add'l info was provided.